Manufacturer narrative:
H3, h6: the device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this case reports a revision to exchange a broken poly insert. Per email communication, the requested x-rays and surgical reports are not permitted to be provided. Therefore, based on the limited information provided, no further assessment can be performed at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated at that time. Some potential probable causes for this event could include but not limited to traumatic injury, surgical technique, implant failure or design of device. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that broken post on poly. Poly exchanged .